Event description:
Greetings, I need immediate help! On (B)(6) 2015, I was implanted with an ICD by a dr (B)(6). Since that day I have been in excruciating pain. I can no longer sleep on my left side or my stomach. The pain is unbearable and it often hurts when a tight fitting shirt is on my chest. Dr (B)(6) denies any wrong doing and the medical board refuses to help me against the powerful doctor. It's been almost 18 months and the pain has caused severe sleep deprivation and serious emotional distress. The ICD was manufactured by st. Jude medical and this is the second time st. Jude has caused me extreme harm. The first time since I received my very first ICD, I was installed with a faulty riata lead wire. And now I have an ICD that's giving me excruciating pain. I am powerless against the powerful dr, of his malpractice and I am powerless to do anything against the juggernaut called st. Jude medical. A (B)(6) of st. Jude informed me that "profanity" don't need any money, because all we do is buy drugs and alcohol. So I've been racially discriminated against, implanted with a faulty riata lead wire and even given another ICD by a dr who has given me suffering, malpractice. You know that ain't right! Help me pursue my complaint against dr (B)(6) and st. Jude medical. I can't handle their powerfulness alone, I'm just a poor black man. And poor blackness has no chance against rich whiteness! Still hurting. File my complaint with: (B)(6). Rva-right apex - chronic. (B)(6) 2016.